Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. Fluid was not discovered in the pump module area. The cause of the leak was a hole in the back film of the cassette. It was reported that an alternate treatment option was available. The patient will allow the cycler to air dry. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per treatment data, the pdrn verified that the patient did not complete treatment that day on the cycler. The pdrn also verified that the patient has been completing treatments on the cycler the following days without issue. The pdrn could not verify if the cycler set was available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. Fluid was not discovered in the pump module area. The cause of the leak was a hole in the back film of the cassette. It was reported that an alternate treatment option was available. The patient will allow the cycler to air dry. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per treatment data, the pdrn verified that the patient did not complete treatment that day on the cycler. The pdrn also verified that the patient has been completing treatments on the cycler the following days without issue. The pdrn could not verify if the cycler set was available to be returned for physical analysis.